Manufacturer narrative:
The investigation for the reported controller failure (red alarm) issue has been completed. The product was returned, and the issue was confirmed. Data analysis: complaint date is consistent with complaint intake. Imc logs from the complaint date show the following: controller failure (purge pressure sensor defective). Device analysis: the controller failure was not reproduced on boot up after receiving console from field service. The console was run on pump and purge for extended period of time with no issues. Per the results of the clinical review and investigation, the root cause could not be determined due to the inability to reproduce. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported that an automated impella controller (aic) had a controller error. A back up aic was used. There was no report of patient harm or injury.